Event description:
While attempting to deploy a perclose device, the foot plate malfunctioned. When the provider attempted to remove the device from the body, damage occurred to the femoral artery. This required a stent graft to seal the tear and prevent further harm. Patient required 2 units of prbc (packed red blood cells) to be transfused.